Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to middle right coronary artery. The lesion was ablated with 1.75 and 2.0mm rotaburr and pre-dilatation was performed with a 3.0x12mm non-bsc balloon catheter resulting to 25% residual stenosis. Following pre-dilatation, a 3.00 x 28mm synergy xd drug-eluting stent was advanced but failed to cross the lesion and it was noted that the distal mounted part of stent material was lifted. The procedure was completed with another synergy xd stent. No patient complications nor injuries were reported.